Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was given an indwelling catheter before surgery and the catheter was removed according to doctor's advice. It was reported that when the catheter was pulled out, water could not be extracted from the balloon, but the catheter could draw out urine smoothly. The catheter was pulled out successfully under the action of local anesthesia without causing any harm to the patient. Hx: patient was admitted to the operating room, underwent open reduction and internal fixation of vertebral body fracture, and left ulnar and radius fracture under general anesthesia.

Event description:
It was reported that the patient was given an indwelling catheter before surgery and the catheter was removed according to doctor's advice. It was reported that when the catheter was pulled out, water could not be extracted from the balloon, but the catheter could draw out urine smoothly. The catheter was pulled out successfully under the action of local anesthesia without causing any harm to the patient. Hx: patient was admitted to the operating room, underwent open reduction and internal fixation of vertebral body fracture, and left ulnar and radius fracture under general anesthesia.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned it was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. Device history review is not required as the lot number is unknown. The product catalog number was unknown, therefore bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.